Event description:
The customer contacted physio-control to report that when powering on their device they observed the word service across the display. This is indicative of a potential device lock-up. The customer later confirmed that the device was not responding to button input during this event. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to verify or duplicate the reported issue. Physio-control completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.